Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a patient (59 years old male) required vv ECMO treatment due to respiratory failure post surgery. Delta pressure was high upon initiation and rapidly rose to about 200 within the first hour of use and the internal pressure was around 300. No clot was visual on the pre or post oxy sides of the hls set. The pressure continued to increase as flow decreased to 3 lpm. The hls set was replaced during treatment. There were no patient complications. After the replacement of the set no pressure reading issues were detected. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user and the hls set was replaced, a report is required. New information was received on 2025-12-17 that the set was primed on 2025-12-01 and the patient was connected to the set on 2025-12-15. As anticoagulation a heparin loading dose of 10000 units was given prior to initial cannula placement and then followed by another 5000 units after the patient was connected to the ECMO circuit. The patient got continuous heparin drips. The patients weight was shared as 133.6kg. The affected product was investigated in the getinge laboratory on 2026-04-02 with following conclusion:the reported failure could not be confirmed. The product functioned as intended. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2026-04-08. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure reading issue" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that a patient (59 years old male) required vv ECMO treatment due to respiratory failure post surgery. Delta pressure was high upon initiation and rapidly rose to about 200 within the first hour of use and the internal pressure was around 300. No clot was visual on the pre or post oxy sides of the hls set. The pressure continued to increase as flow decreased to 3 lpm. The hls set was replaced during treatment. There were no patient complications. After the replacement of the set no pressure reading issues were detected. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user and the hls set was replaced, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
New information was received on 2025-12-17 that the set was primed on (B)(6) 2025 and the patient was connected to the set on (B)(6) 2025. As anticoagulation a heparin loading dose of 10000 units was given prior to initial cannula placement and then followed by another 5000 units after the patient was connected to the ECMO circuit. The patient got continuous heparin drips. The patients weight was shared as 133.6kg. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID #: (B)(4).